Event description:
The manufacturer received information alleging a burnt by the power button. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was confirmed that that enclosure was cracked, burnt by the power button (physical damage to the device. The customer does not want the device repaired. The device will be returned unrepaired. Unit placed on run for testing, device passed all testing.